Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon several inflations, it was noted that the balloon ruptured in pinhole form at 8atm within a few seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.